Manufacturer narrative:
Evaluation found that the handpiece cable is clogged. This was changed in (B)(6) 2016 for the same thing. The customer has been told to filter their water source to try and prevent this. Replaced, calibrated, and cleaned unit to specification.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g120 scaler, the insert was heating up; no injury resulted.